Event description:
The manufacturer received information in relation to a dreamstation 2 advanced auto CPAP. The allegation against the device is colon cancer. There is information regarding medical intervention. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.